Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 174 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit and alarmed no delivery. Customer was assisted in disconnecting and reconnecting infusion set and reservoir. Insulin pump alarmed no delivery. Customer did not have a plunger. Customer was advised that source of no delivery could not be determined without a complete set change. Customer was advised to change infusion set and that it would be replaced.